Manufacturer narrative:
Patient information was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a unknown procedure. It was reported that the surgeon was inaccurate.

Manufacturer narrative:
Additional information received stated that the initial reporter of the issue with the system was dr. (B)(6). Software logs were received and evaluated by the medtronic sw analysis team. Analysis found that there was insufficient information to determine the root cause of the inaccuracy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, serial/lot #: na, version: 1.2.0. . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the event occurred during a standard functional endoscopic sinus surgery (fess) procedure.

Manufacturer narrative:
The system was serviced in another event. Regulatory report #247972871 for the system checkout of this system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the surgeon noted they were inaccurate by 1.5mm.